Event description:
The user facility reported concern for ischemia in the patient's impella inserted limb. It's unclear if any intervention was required, however, we were informed that a fellow from the hospital had consulted the patient for this issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient had right lower extremity ischemia, and introducer was not removed from body. The root cause of the limb ischemia issue was use related due to introducer left in place and not peeled away leading to no pulses on right leg.